Event description:
Balloon ruptured during the procedure: it was reported that as usual, the balloon inflated without problems during preparation. However, when the balloon was delivered to the lesion and inflated, the balloon deflated as the balloon ruptured. The balloon was withdrawn and removed from the patient. The balloon was not used, and another balloon was used to continue the procedure. Subsequently, the procedure was successfully completed.

Manufacturer narrative:
The investigation of the returned balloon catheter found loose coils under the polyimide band at the proximal end of the balloon; furthermore, material consistent with dried contrast was found within the balloon. The inflation port was unable to be accessed during the investigation because the stopcock attached to the inflation port could not be removed; therefore, the hub was bypassed manually to test for inflation. Upon balloon inflation, a pinhole leak was found which would cause the device to deflate on its own as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification due to over inflation.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer and evaluation is not complete. A supplemental report will be issued once investigation is complete.

Event description:
It was reported that the balloon inflated without problems during preparation. However, when the balloon was delivered to the lesion and inflated, the balloon deflated as the balloon ruptured. The balloon was withdrawn and removed from the patient. The balloon was not used, and another balloon was used to continue the procedure. Subsequently, the procedure was successfully completed. There was no patient health damage.